Event description:
A patient reported that the wake button on their device was sticking and unresponsive. There was no adverse impact to the customer's blood glucose level. The patient declined follow-up for further information, and no additional actions were taken by customer technical support.